Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pca module set empty monoject¿ syringe barrel IV set assembly experienced foreign matter within the fluid path. This complaint was created to capture the 5th of 6 related incidents. The following information was provided by the initial reporter: fiber in solution, inside barrel of syringe.

Manufacturer narrative:
The following information has been corrected: OEM manufacture: the manufacturing location for this product is covidien. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that blue particles were found in one bd alaris¿ pca module set empty monoject¿ syringe barrel IV set assembly, fiber was found in the solution of another syringe, and particles were found in the barrel of another syringe with greasy substance. This complaint was created to capture the 2nd of 6 related incidents. The following information was provided by the initial reporter: "blue particle in plastic of container, inside" "fiber in solution, inside barrel of syringe" "particles in barrel of syringe, between septum and barrel, with greasy substance present".

Event description:
It was reported that the bd alaris¿ pca module set empty monoject¿ syringe barrel IV set assembly experienced foreign matter within the fluid path. This complaint was created to capture the 5th of 6 related incidents. The following information was provided by the initial reporter: fiber in solution, inside barrel of syringe.

Manufacturer narrative:
A complaint of syringes having foreign matter as well as a misaligned plunger was received from the customer. Photos were provided for investigation. In the photos, foreign matter can be seen on the syringes. The customer complaint was confirmed. The device history record was reviewed at the supplier, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during production process. The supplier was notified of this defect. The photos were sent to the supplier and they were able to confirm foreign matter as the defect. The misaligned plunger condition could not be confirmed. A walkthrough was performed of the manufacturing process. All process and controls were found properly followed, including sub-assemblies, finished product assemblies, packaging and inspections performed to the product. In addition, qc inspections are performed to the product for material release; and production personnel performs a 100% visual inspection during the packaging process, in order to defect and discard any identified failures. Based on the available information, it is not possible to confirm the source of the contamination without a physical evaluation. H3 other text : see h10.